Event description:
I'm a diabetic (1) and use dexcom g6, through its (B)(6) app, to monitor my sugar levels. On september 13th, while I was driving on i95, my wife had reason to look at my phone and was alarmed to see that there were visual alerts suggesting that my bs level was 48, dropping fast. No alarm had sounded (it should have sounded once I got lower than 80, increasing in intensity as blood-levels got lower). Fortunately, I was able to pull over and get my sugar levels corrected. However, had my wife not been checking for something else on my phone, we would not have known of my condition until I lost the ability to properly control of the vehicle and who know the outcome of that. I alerted dexcom tech support on the following monday and working with them, it was suggested that my using my car's "hands free bluetooth mode," it may somehow cancel the ability of the (B)(6) to sound high / low alerts. I offered to try this theory and report back to them. I turned off the "hands free" mode in the car and on the following week september 23rd, I got a high alert while driving; verifying that the suggestion was, in fact, a reality; that without bluetooth being engaged in the car, the alerts on (B)(6) sounded. I called-back the tech that had suggested this to me and he elevated it to a senior tech, who called me back on the next day. Rather than accept that there was an issue, he, rather aggressively, took the position that the problem lay in my car or on my phone, but not in the app. Together we "cleaned" my (B)(6) of any data that might interfere with the dexcom app and also disconnected the app from the car's bluetooth. We failed to our combined efforts to reconnect it to the car, so he gave me his extension number at dexcom to call him back when I had the phone reconnected on the car. I should add that I drive a 2019 (B)(6) (there must be tens of thousands of them on the road). Once reconnected, I called that number on numerous occasions over the next week, but though the phone was answered, it sounds like it was just lifted off its cradle to stop it ringing, (as background conversation could clearly be heard) but no one actually answered the phone. I posted my experience on the (B)(6) dexcom g6 page and had a number of reporter suggesting that this problem is not universal, but by no means unique, with one lady reporting that it caused her to be in a serious accident (or "bad-wreck" as she referred to it). The point that I wish to make is that is that dexcom should post a notice saying that they've been made aware of communication issues with the alert function in their app, while in the confines of a car, where bluetooth has been returned on to create a hands free environment. Pretending otherwise is burying their head in the sand, regardless of which piece of equipment the technical fault lies in. I have written to the ceo of dexcom on this matter with copies sent to the attorney of (B)(6) and a copy to you at the FDA as this is a danger to unsuspecting diabetics driving under the assumption that their cgm will alert them of a movement towards an urgent low. Obviously, all travelers on that road are in danger, not just the afflicted driver and his / her passengers. I hope that you can look into this further. I'll be glad to clarify and questions that you may have. Thank you. FDA safety report ID# (B)(4).